Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that an egm evaluation was made revealing noises in the coil and the tip of the lead. It was noted the lead will be replaced in a future date. No patient complications have been reported as a result of this event.